Event description:
It was reported that this right atrial (ra) lead had dislodged. Imaging was performed to confirm the lead dislodgment. It was believed that this was related to twiddler's syndrome. Subsequently, the patient underwent a revision procedure, and this product was explanted and successfully replaced. The explanted lead is expected to return for analysis. Outside of the revision procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis was performed and based on visual inspection showed no evidence that was consistent with twiddlers syndrome.

Event description:
It was reported that this right atrial (ra) lead had dislodged. Imaging was performed to confirm the lead dislodgment. It was believed that this was related to twiddlers syndrome. Subsequently, the patient underwent a revision procedure, and this product was explanted and successfully replaced. The explanted lead is expected to return for analysis. Outside of the revision procedure, no additional adverse patient effects were reported. Product has been returned. Product analysis was performed and based on visual inspection showed no evidence that was consistent with twiddlers syndrome.